Event description:
It was reported by service report that the pt head right side rail timing link was broken and it could not be locked into the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.